Event description:
Subsequent to the initial report, additional information reported that while reducing the curve on the steerable guiding catheter (sgc), the clip jumped and the cds moved very dramatically due to obvious tension in the system. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is submitted to report the difficulty during deployment of the clip (40924u2/41), which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One mitraclip was implanted on the mitral valve leaflets, and the mr grade was reduced to 1-2. A second clip was planned to be implanted medial. The second clip delivery system (cds 40924u2/41) was advanced to the mitral valve leaflets. The clip was positioned and the leaflets were grasped. The clip was then attempted to be deployed per the instructions for use (IFU). After removing the release pin, the clip moved slightly, but did not release. After approximately 10 minutes of cds and steerable guide catheter manipulations the clip released and was implanted. The mr grade was reduced to 1 with the implantation of the two clips. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. Due to the condition of the returned device the reported clip difficult to deploy and unusual movement of the clip could not be replicated in a testing environment. Potential causes for difficulty deploying the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during cds advancement or during the procedure) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, difficulty in deploying the clip may be influenced by patient anatomical morphology and patient disease state (such as such as anatomical morphology/pathology, resulting in increased tension on the device), unintended curves on the device during clip delivery system (cds) advancement, or user technique (such as not returning the arm positioner to neutral prior to deployment). In this case, because the clip was able to be deployed following troubleshooting maneuvers, in addition to the analysis findings that the coupler was able to be successfully threaded onto a proxy threaded stud, it is likely that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip would not initially disengage from the l-lock assembly and therefore contributed to the difficulty deploying the clip. Once the clip had detached from the tip of delivery catheter, the additional tension on the device likely resulted in the movement of the cds and jumping of the clip, as reported by the user. Based on the information reviewed, the reported events appear to be related to procedural conditions. There does not appear to be any evidence of a product quality deficiency associated with this device. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.